Manufacturer narrative:
Date sent to the FDA: 7/15/2005. H-6: conclusion code 67: the product upon which this metwatch is based is anticipated.

Event description:
During a hysteroscopy, a piece of plastic from the sheath became detached and had to be removed from the uterine cavity with graspers.